Event description:
It was reported that the patient¿s programmer was not working. The patient could not connect to check the status of the stimulator. The poor communication screen kept appearing on the programmer both with and without the antenna attached. Replacing the batteries did not resolve the issue. The patient had a loss of therapeutic effect and stimulation sensation. They had been having accidents all day long. The accidents were keeping them up at night. Upon receiving the replacement programmer, it also did not work. The poor communication screen was present. The issues were determined a malfunction and explant was planned. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# v103841, implanted: (B)(6) 2008, product type: lead. Product ID: 3037,serial# (B)(4), product type: programmer, patient. (B)(4).